Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The vials had broken in the box.

Manufacturer narrative:
Additional narrative: examination of the submitted product s confirmed the reported breakage. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no additional reports against the provided product and lot combination. The root cause of this complaint would appear to be breakage during transit which could have occurred from direct transit impact, or could be due to the result of the presence of a pre-existing weakness which has occurred from the scoring of the neck of the ampoules to aid opening in theater during the liquid filling process. CAPA is already in place. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.